Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with seizure and bradycardia. A possible pacing issue was noted on the implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.